Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified a hole in the pebax. Initially it was reported that during the procedure, a force sensor error occurred. The investigational analysis completed 4/7/2020. The device was visually inspected, and red brown color was found in the pebax. Then during a closer visual inspection, a hole was found on the clear pebax and reddish brown material was confirmed. The magnetic sensor functionality was tested on carto and the catheter failed. Error 106 was observed. A failure analysis was performed, and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint was confirmed. In addition, there was a previous investigation to reduce magnetic and force sensor internal issues. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacturer's reference no: (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified a hole in the pebax. Initially it was reported that during the procedure, a force sensor error occurred. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient consequence. The force issue was assessed as a not reportable event as the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is not remote. On february 20, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was noted that upon initial visual inspection, it was found that there was red/brown color in the pebax. On march 6, 2020, after further analysis and testing, it was found there was reddish/brown material inside clear pebax, then catheter was inspected under microscope and it was found a hole on the clear pebax. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through second visual analysis on march 6, 2020 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is march 6, 2020.